Event description:
The implantable neurostimulator eroded through the patient's skin. The site was bleeding; the patient had a burning sensation; and the site was infected. The entire system was explanted and the patient was placed on IV antibiotics. The patient was home 3 days after surgery and was on oral antibiotics. Additional information has been requested, a follow-up report will be sent if additional information becomes available.